Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5116206, mw5116207 and mw5116208.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on (B)(6) 2023. It was reported that no audio output occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.